Event description:
Boston scientific received information stating: the patient admitted to hospital with heart rate of ~28-35 bpm. Pt had syncopal episode at home. Pt likely had aystole pause of greater than >2 seconds on interrogation device was not capturing at 2.0v @ 0.4msec. Threshold test performed best result was 1 .5v @ 1.0msec outputs increased to 3.5v @ 1.0msec -doctor and tech informed of threshold rise pt has appointment made in (B)(6) to re-check threshold; likely appointment will be brought forward. Lead implanted year 2009. Event date (B)(6) 2012 dr. (B)(6), australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).